Manufacturer narrative:
This medwatch is reporting the pump. The modular cable is reported under medwatch MFR report # 2916596-2018-05263. Patient information was not provided. Age of device: 0 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that while prepping the heartmate 3 left ventricular assist device (lvad) in the or, a problem was encountered while engaging the pump and modular cable. The pump cable and modular cable triangles were aligned and both cables engaged easily by pushing them together; however, while attempting to turn the securing locking nut clockwise to completely cover the yellow, it stopped and nurse was unable to further rotate nut until yellow disappeared. Multiple attempts to engage the pump and modular cable were made without success. A new stand-alone modular cable was pulled from shelf and attempted to connect with the pump cable with the same outcome. Due to the issue, it was decided to open a new implant kit and use a new pump. The new pump and stand-alone modular cable were used without further issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, the account reported that the was no delay during implant and that a backup implant kit was used.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: evaluation of the device confirmed the report of a connection difficulty between the pump cable and modular cable. Evaluation of the returned modular cable confirmed damage that could have contributed to the reported event. The pump was returned assembled with the pump cable and modular cable connected but not fully mated, as evidenced by the yellow line from the pump cable being slightly visible. The sealed outflow graft and apical cuff were not returned. Examination of the inflow cannula revealed no evidence of depositions or thrombus formations. An analysis of the pump's blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. Examination of the pump cable inline connector, modular cable inline connector, and the controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The modular cable was connected the returned pump cable with some difficulty; however, the locking nut fully threaded to hide the yellow line. Upon disconnection, examination of the inline connector revealed that the o-ring had frayed. The frayed portion of the o-ring was slightly displaced which could have contributed to the report that the modular cable would not thread completely during pump prep. Additionally, the relevant sections of the device history records for the device were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (including the qhr for perc cable part number 105669, batch number 6381709 ¿ refer to attached) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The pump appropriately ramped up to selected speeds and was within the normal working limits. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The log files that were retrieved from the device did not contain any data from the date of the event (B)(6) 2018). A direct correlation between the log file data and the reported event could not be conclusively established through this evaluation. The center elected to use a backup pump and the implant proceeded without further issue. The account communicated that there was no delay to the procedure as a result of the event. The heartmate 3 instruction for use provides instructions for connecting the modular cable to the pump cable and states that the yellow line should be fully covered to ensure a secure connection. Instructions for exchanging the modular cable are also provided. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.